Event description:
Bovie laid on table. The pencil unit activated by itself and patient experienced a 1-1/2" x 1/8" burn. A faulty active electrode intermittently turned the electrosurgical unit on in the cut mode. Four additional units (2 each from 2 lots) were pulled and tested. In these four pencils the problem could not be duplicatedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, mechanical tests performed, performance tests performed. Results of evaluation: design, electrical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.